Manufacturer narrative:
Steris service technician arrived at the facility, inspected the sterilizer and noticed that there was a steady water drip coming from the unit's inlet hose connection at the uv light. The technician disconnected the inlet hose connection and found a cut gasket. The technician replaced the hose gasket and tightened the connection. After replacing the hose gasket, the technician returned the unit to operation according to specifications. The technician was counseled on the proper procedure for tightening the connection.

Event description:
The user facility reported a water leak from their system 1e. No injuries or procedural delays/cancellations were reported.